Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject coil was filled as before, and there were no particular changes, but there was awareness that there was no 1: 1 movement during coil operation. An attempt was made to collect the subject coil, but it stretched. The physician made an attempt to collect from the subject coil from the femoral vessel on the same side and insert the snare from the contralateral side. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging. On visual/microscopic inspection, procedural fluids were noted in the non-stryker micro-catheter hub. The target coil was returned inserted in the non-stryker micro-catheter and could not be removed from the non-stryker micro-catheter. The main coil was extensively stretched and the suture was damaged. Unable to carry out functional test due to the severity of the damage noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil stretched was confirmed during the analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The delivery wire was not wiped off with alcohol before inserting into inzone. The inzone dfu (nv0003933-01) states 'wipe the proximal end of the target detachable coil delivery wire with alcohol'. Blood was noted in the non-stryker catheter hub, which may indicate insufficient saline was used. This may have contributed to the reported event. This cannot be conclusively determined. It was seen that the main coil was severely stretched which would indicate significant friction was encountered in the microcatheter which may have led to the coil detaching/breaking during device withdrawal. The coil could not be removed from the non-stryker microcatheter. The internal diameter of the non -stryker catheter is unknown and the ID could not be retrieved due to the device being stuck within. The as reported/as analyzed defects ¿main coil stretched', and 'patient medical or surgical intervention required' as well as the as analyzed ¿main coil suture damage' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil was filled as before, and there were no particular changes, but there was awareness that there was no 1: 1 movement during coil operation. An attempt was made to collect the subject coil, but it stretched. The physician made an attempt to collect from the subject coil from the femoral vessel on the same side and insert the snare from the contralateral side. The procedure was completed without clinical consequences to the patient.